Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-4020c-07 fastthread biocomposite interference screw 7 x 20 mm serial/batch number (B)(6) was received for evaluation. Visual inspection revealed that half of the screw was broken off. The fragments generated during the break were not received for evaluation. Functional testing was performed due to the damage to the device. The most likely cause of the reported failure is user error, specifically improper bone preparation, misalignment of the insertion and/or the screwdriver into the screw to a fully seated position that could potentially damage the implant. Directions for use (dfu) interference screws, section g. Precautions. 6. Bio-absorbable interference screw only: it is important to completely seat the screwdriver to prevent potential stripping of the hex and/or screw fracture during insertion or removal.

Event description:
It was reported that during an anterior cruciate ligament reconstruction surgery the screw broke and fragmented. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 03-feb-2025: it was confirmed that all fragments were removed from the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.